Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial #: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 3889-28, lot #: va0e5c2, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-nov-2017, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. During call, patient mentioned "they had trouble before where the wires came loose and they had to replace the whole device". It was confirmed "wires" were internal lead wires and they think (B)(6) of last year but not positive". It was indicated that the revision occurred on (B)(6) 2018. There were no further complications reported at this time.